Event description:
Litigation alleges after the implant of the device, patient experienced severe pain and discomfort, exhibited the symptoms of a loose implant and, based on information and belief, has suffered a loss of muscle mass. It is further alleged patient cannot ambulate without assistance and has suffered and will continue to suffer damages, including, but not limited to past, present, and future pain and suffering, disability, disfigurement, expenses for medical, hospital, monitoring, rehabilitative and pharmaceutical costs. Patient is bilateral.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.